Event description:
(B)(6) requested model stone test on cd207 because of a patient with a hematoma. The patient was admitted for observation and later discharged.

Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the dmta service guidelines. All results showed that the device was found to be in compliance with dornier specifications. The patient with the hematoma was admitted for observation and later discharged. Hematoma is listed as a potential adverse effect and complication in the compact delta operating manual.